Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject device (large hexagonal screwdriver, part number 314.27, lot 1716129). It was reported that during a routine set inspection the large hexagonal was found to have a broken tip; no further detail was provided. The returned instrument was examined and the complaint condition was able to be confirmed as the driver tip was found to be broken off and not returned (approximately 4.5mm x 4mm). The large hexagonal screwdriver (314.27) is a common trauma instrument, mentioned in 14 system technique guides including: pediatric lcp plate, lcp dynamic helical hip and large fragment lcp. In each system the screwdriver is intended for insertion of screws with 3.5mm hexagonal recesses. The returned instrument was examined and the complaint condition was able to be confirmed as the driver tip was found to be broken off and not returned (approximately 4.5mm x 4mm). No definitive root cause was able to be determined as circumstances of the failure were not available. This failure is typically associated with the application of excessive force. The relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no mrrs, ncrs or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: exact date of device breakage is unknown. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: july 26, 2007. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a large hexagonal screwdriver had broken off. The issue was discovered during the inspection of field equipment. No reported patient or procedural involvement. This report is 1 of 1 for (B)(4)..